Event description:
The complainant reported that in 2007 a vaxcel pasv PICC was therapeutically implanted in a male pt (age unknown). Two days later, the pt complained of pain. The physician then performed an x-ray and ultrasound of the implanted device and everything looked fine. One day later, the pt was continuing to experience problems. Upon bandage removal, it appeared that the PICC line had broken near the hub, while the catheter remained implanted in the pt. Further imaging was performed, which revealed that the remaining portion of the catheter had migrated to the pt's heart. The pt was transferred via ambulance to a different hosp. The clinicians in that facility's interventional radiology dept performed a snare removal of the remaining portion of the catheter. The migrated portion of the PICC line was discarded subsequent to its removal. The pt was reported to now be fine.

Manufacturer narrative:
The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1125258. This device has been rec'd by this MFR, but the evaluation has not been completed; therefore, a failure analysis is not yet available and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The october 2007 15-month valved complaint trend report, inclusive of all failures modes was reviewed; no unfavorable trend was noted.